Event description:
It was reported that the customer was receiving low predictive alarms on the insulin pump. Customer stated that the sensor reading would read glucose as low when it was not low. Customer was only able to use the sensor for two weeks before having to take it off. Customer was unavailable to troubleshoot at the time of the initial call. Customer got in contacted later and explained that he would treat for low blood glucose and the device would still alarm low and then he checked his blood glucose level and found himself low around 65 mg/dl. Customer stated that the issue has been resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.